Event description:
It was reported that the pen ndl 32g 4mm was unable to deliver insulin/medication. The following information was provided by the initial reporter: material no. 320149 batch no. Unknown (provided invalid lot # of 8305530) consumer reported found 1 pen needle from this sample pack that did not press out insulin of 2 units/flow check . Advised consumer to change the pen needle. The 2nd pen needle worked for her injection. Advised proper placement of non patient end. This was this consumers first attempt of pen needle injection new diabetic. Date of event (B)(6) 2021.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR could not be performed due to unknown lot#.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the pen ndl 32g 4mm was unable to deliver insulin/medication. The following information was provided by the initial reporter: material no. 320149 batch no. Unknown (provided invalid lot # of 8305530). Consumer reported found 1 pen needle from this sample pack that did not press out insulin of 2 units/flow check . Advised consumer to change the pen needle. The 2nd pen needle worked for her injection. Advised proper placement of non patient end. This was this consumers first attempt of pen needle injection new diabetic. Date of event (B)(6) 2021.